Event description:
When repairing a renal artery, the stapler malfunctioned and would not release. It had laid the staples down but it would not reverse. We had to use the emergency manual reverse function on the stapler to have it released. After this was done, the stapler released and was removed from the body.